Manufacturer narrative:
Device evaluated by manufacturer- additional information the device was returned for evaluation. After analysis of the returned device the clinical observation was confirmed. As received the implant coil was found damaged and had lost its original shape but still attached to pushwire. The instant detacher was not returned for evaluation. Additionally, the pushwire was found broken and jagged on the proximal end with the portion containing the tack weld replacement (twr) crimp and break indicator missing. During evaluation outer jacket was removed to access the coin, and the coin was pulled back and implant coil detached successfully. All other subassemblies appeared to be normal and no other anomalies were observed. The instant detacher and the proximal end of the pushwire were not returned; therefore, any contributing factors from these could not be assessed. We were unable to definitively determine the cause of non-detachment. It is possible that the pushwire break at incorrect location caused the not detachment issue. All returned parts of the pushwire which could affect detachment were found to be within specifications. All coils are 100% inspected for damages and irregularities during manufacture. Note: per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device in a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of aneurysm, the coil would not able to detach. It was reported the phy sician withdrew the coil successfully and replaced it with another coil and finished the procedure. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.